Event description:
No new information.

Manufacturer narrative:
The complaint of a leak was confirmed and the cause appeared to be manufacturing related. One q-syte connector was provided for investigation. A functional test revealed a leak in the connector. After dissecting the connector, a cut was observed at the bottom disc, which would be inaccessible to the customer. Due to the location of the cut, the septum was likely damaged during manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: when using the product, if the connector is damaged and leaks liquid.